Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solution for dna sequencing of rh proximal promoter, exons 1-10 and portions of intron 2-3. Two rhce nonfunctional alleles were identified, rhce*ce(488_489del) and rhce*cen.08 (rhce*02.08), both associated with null rhce (non-expression of rhce antigens), which ID core xt does not interrogate. ID core xt detected a homozygous functional allele rhce*ce and predicted a false positive c+ and e+. These false positive results obtained by ID core xt are considered discrepant results and then a malfunction. This case report is associated with limitations of ID core xt assay, as described in the ID core xt package insert (sec 1 and 10 assay limitations).

Event description:
It was reported that the sample (B)(6), from secretaria da saude do estado do ce, was tested with serology. The test result was negative (c-, e-), which contrasted with the molecular typing performed on (B)(6) 2023, using the ID core xt assay which provided positive results (c+, e+) with ID core xt analysis software v3.0.2.